Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Integra lifesciences received a report involving a mayfield a1059 where a patient's head slipped in skull clamp and a laceration was caused.